Manufacturer narrative:
Evaluation: upon further review of the device evaluation, it was determined that the reported complaint was confirmed. The evaluation summary has been updated to reflect this information the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device and it was found that the front irrigation clamp was the incorrect size. The assignable root cause was determined to be due to improper assembly and operator error during the manufacturing process. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: upon further review, it was determined that the reported event is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this investigation is complete. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the packaging label matched the unit. Therefore, the reported condition was not confirmed. It was further determined that the package was in good condition which no defects on the terminal seal. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the irrigation clip device broke. According to the report, the device was the wrong size and was smaller than previous clips. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.